Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the fifth to sixth inflation at 10 atmospheres for 30-60 seconds, the balloon burst. The device was removed and the procedure was completed with a 5x20 balloon catheter. No patient complications nor injuries were reported.